Event description:
Balloon was inflated in order to pre-dilate a heavily calcified sfa lesion prior to atherectomy. Upon inflation the balloon ruptured and when the balloon was withdrawn, the balloon material was caught on a heavily calcified piece of plaque and subsequently came off of the 14 lp shaft. This was only noticed upon removing the entire balloon shaft. Multiple attempts were made to snare the balloon material; all failed and pt had to be transported to the local hospital to have the remaining portion surgically removed. During transportation, the pt was in stable condition and is currently awaiting to undergo surgery. No updates nor additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). The advance 14lp device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is checked to verify patency of the distal lumen. The tip and balloon folds are inspected prior to sliding the balloon in the appropriate balloon protector, thus confirming the profile of the balloon. Each device is shipped with an IFU listing the indications for use, warning and precautions, and procedure for proper use. Most of the balloon is missing from the returned device. As described in the event description, the balloon most likely ruptured due to the heavy calcification. Once ruptured, deflation would have been difficult which would increase the likelihood of the balloon being caught on the calcification and ultimately becoming detached from the catheter. From the films and event description, both the product engineer and the product manager remarked that everything was done as it should have been and the device was the appropriate device; however, the heavy calcification led to device failure. Root cause is pt condition related to occurrence. We will continue to monitor for similar complaints. Quality engineering risk assessment was not updated in response to this complaint. However, the inclusion of this complaint would not change the conclusion of qera that no further mitigating actions are necessary at this time.